Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient claimed her lead eroded through the skin. It was unclear which lead had eroded. Prophylactic treatment was administered and the patients lead was explanted on (B)(6) 2012.